Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: jul 13, 2023, section h3: evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed, that the complaint cartridge was received coated in viscoelastic residue. The lens was cleaned and the cartridge tip could be observed, to be cracked. No further issues could be identified. The customer photos were inspected and no additional issues could be identified. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed. And no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as this is not an implantable device. Section d6b: if explanted, give date: not applicable, as this is not an implantable device. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip was found cracked during implantation of the intraocular lens (iol) into the patient's eye. The broken piece was left in the anterior chamber and was taken out by forceps. The surgery completed uneventfully without complications. There was no delay in treatment or other interventions performed. No further information was provided.